Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using humalin u-500 insulin with the pump. Tandem customer technical support informed customer that humalin u-500 insulin is off-label per the user guide. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer changed all supplies and resumed insulin to address the issue.